Event description:
It was reported that the patient presented in the emergency room on the weekend with the heart rate in the low 20s. The device was reprogrammed. On (B)(6) 2014, the patient presented in the clinic for device check; upon interrogation, the right ventricular lead exhibited high thresholds and an increase in impedance. It was noted that the patient had fallen and landed on their shoulder two weeks prior to the event. The lead was capped and replaced on (B)(6) 2015. The patients condition was fine procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.